Event description:
The freedom car charger is a component that enables the freedom driver to be plugged into a 12v vehicle power outlet. The customer, a syncardia certified hospital, reported that the patient's freedom car charger had a broken connector.

Manufacturer narrative:
The freedom car charger was returned to syncardia for evaluation. The customer-reported issue of a broken car charger connector was confirmed. While the root cause of the broken connector could not be identified, this type of damage is likely the result of rough handing or improper use. Further testing was not conducted as the damage to the connector would likely not provide a safe or reliable connection. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This failure mode poses a low risk to a patient because the freedom car charger was not in use by the patient at the time of the customer-reported issue. The freedom car charger will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The freedom car charger is component that enables the freedom driver to be plugged into a 12v vehicle power outlet. The customer, a syncardia certified hospital, reported that the patient's freedom car charger had a broken connector.